Manufacturer narrative:
It was clarified that the patient received the vitamin k treatment prior to obtaining the laboratory result. It was clarified that the patient was not admitted to a hospital; she was treated with vitamin k at the coumadin clinic. Was updated.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of an erroneous high inr result for 1 patient tested on a coaguchek xs plus meter with an unspecified serial number compared to an unknown laboratory method. The patient was initially tested at 10:10 a.m. With a result of > 8.0 inr. Since the meter result was > 8.0 inr, alternate testing was performed. The result from the laboratory at 11:30 a.m. Was 4.8 inr. The result from the laboratory was believed to be correct. The patient was sent to the hospital where she was admitted for an unspecified reason. The patient's coumadin was held and she received vitamin k treatment per facility protocol. The patient stayed overnight in the hospital and is still receiving vitamin k as she is still receiving high results: on (B)(6)2019 the patient was tested on the meter and the result was > 8.0 inr. On (B)(6)2019 a sample was drawn from the patient's av fistula site and the result from an unknown method was 9.6 inr. The fistula site was not heparinized. No adverse event occurred due to the patient receiving vitamin k treatment. The patient is in stable condition but is "pretty sick." The patient's therapeutic range is 2.0 - 3.0 inr. The patient received results of > 8.0 inr on other roche meters within the facility. Other patients were tested on the same meters and the inr results for those patients compared well to the laboratory. The patient is anemic. The patient is not taking heparin or other direct thrombin inhibitors. The patient does not have anti-phospholipid antibodies. The patient is not taking any new medications, no new illnesses and was not experiencing any unusual bleeding or bruising. The patient's diet contains more vitamin k type foods, however, there has been no change in inr. The patient is scheduled to see a hematologist due to consistent high inr results. The meter and test strips were requested for investigation, however, the customer declined to return any product since other patients were tested with the same products and expected results were received. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.